Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was alleged that there was evidence of moisture in the battery compartment and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed a 128-fe88 replace battery alarm that was emitted a day after a battery change due to a 5 volt power supply rewind fault. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The returned battery cap secured properly to the pump. The bolus button cover was observed to be missing, and evidence of moisture ingress was found on the underside of the battery cap. Current draws measured within specifications. A leak test was performed and confirmed a bolus button leak. The pump case was removed, and further evidence of moisture ingress was found.